Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok keypad buttons were under-responsive and denied damage to the keypad or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the keypad cover was found to be intact and all keypad buttons responded intermittently to testing. The bolus button did not respond to user input. The bolus button cover was found to be intact and was removed to further investigate; the bolus button slug was found to be missing. The keypad cover was removed and contamination was found under all contacts.